Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of this patient¿s death is unknown. The patient was not hospitalized prior to death. Dianeal therapy was ongoing until the time of death; however, it was not reported if the patient was on therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The serial number of the device was unknown. The service history review, device history review, event history log review, and sample analysis were not performed as part of the evaluation. Should additional relevant information become available, a supplemental report will be submitted.